Manufacturer narrative:
(B) (4). (B) (4). Fingerpad comes off. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-01184. The same device is represented in each medwatch, as it was involved in two events.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2009. During insertion of the device, both purple finger pads on each side of the sling came off. This occurred when the surgeon was inserting the mesh. The device was removed, and a second device was used to continue the procedure with no adverse patient consequences.